Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer decided to use multiple daily injections as a backup therapy, and a replacement pump, equipped with updated software, was sent by technical support. Instructions were given for putting the pump into storage mode and returning the problematic pump to tandem, which the customer understood and acknowledged.